Manufacturer narrative:
The manufacturer had previously reported that a device had failed calibration and was recalibrated to address the issue. During additional evaluation at the manufacturers service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not calibrate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.